Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with the atrial lead exhibiting noise. The noise was reproducible through isometric testing and the previous episode was noted to be from (B)(6) of 2018. No further information was available.

Event description:
New information received noted that atrial lead fracture was suspected. The lead was capped on (B)(6) 2019 and replaced successfully. The patient was in stable condition post procedure.